Event description:
It was reported that when using the bd pyxis¿ medbank tower, the added items sometimes did not appear on the patient order list and that drawers were failed to open for issuing the medications. The customer reported that the issue occurred when the user was trying to issue medications to a patient. There were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex c and imdrf annex d.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in this incident, it was determined that the issue was related to difficulties dispensing medications. A technical support specialist noted that the customer had agreed to contact the support center, or have the onsite nursing lead contact the support center, while at the cabinet when the issue occurred so troubleshooting could be performed over the phone. The system functioned as intended after the technical support specialist completed the troubleshooting and investigation of the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the added items sometimes did not appear on the patient order list and that drawers were failed to open for issuing the medications. The customer reported that the issue occurred when the user was trying to issue medications to a patient. There were no delay, no adverse events or injuries reported based on this event.